Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the pump experienced an issue with inaccurate delivery of insulin. No further information was provided. There was no indication that this issue caused or contributed to an adverse event. Animas customer support made several attempts to contact the reporter for more information; however, the reported did not respond to these attempts. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Follow up #1: animas has identified additional information associated with this complaint. A health care provider reported the patient¿s blood glucose levels had been fluctuating between 50-400 mg/dl without any reported symptoms suggestive of hypoglycemia or hyperglycemia. No further information was available. These blood glucose measurements in the absence of reported symptoms do not meet animas¿ criteria for reportable adverse event and are not being reported.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-oct-2018 with the following findings: a review of the total daily dose history showed the pump was delivering the programmed basal rate. The pump passed all required delivery accuracy testing. No defects were found to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.